Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections g6, h2, and conclusions in h11 were updated. H6 codes were added: type of investigation. H6 codes were corrected: investigation findings, investigation conclusions. The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), current risk mitigations including design and manufacturing controls, and training manuals have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Device related imagery and procedural imagery was provided. Review of the device imagery revealed the balloon was burst longitudinally and radially. Review of the procedural imagery revealed the balloon burst at full inflation. The complaint for balloon burst was confirmed based on the provided imagery. Available information suggests that patient factors (calcification) contributed to the event as the customer reported the presence of "moderate aortic annulus calcification, moderate aortic leaflet calcification, and moderate access vessel tortuosity." Calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
As reported by a field clinical specialist in japan, during a transfemoral aortic transcatheter valve replacement procedure to implant a sapien 3 ultra resilia valve, a balloon burst was observed during inflation. Blood was seen in the syringe. No leakage from the delivery system was observed, and no additional volume had been added before inflation. The valve was fully deployed despite the event. There was no difficulty withdrawing the delivery system. No other device components were reported as damaged. No patient injury or procedural complication associated with this event were reported. The perceived root cause of the balloon rupture could not be determined by the reporter. The device was discarded at the hospital and would not be returned for evaluation.

Manufacturer narrative:
Investigation is ongoing.